Manufacturer narrative:
H.6. Investigation: a sample was received and tested by our quality team. The set was separated upon receipt, which verified the customer's complaint. Visual analyses under microscope was then employed to determine root cause of failure- which was a lack of solvent at the tubing to drip chamber junction. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: product came apart below drip chamber during priming of tubing. Fluid in tubing is ns.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: product came apart below drip chamber during priming of tubing. Fluid in tubing is ns.